Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified creases, white particles on the device inner surface and delamination of valve. Leak test and microscopic analysis were performed which identified total delamination of valve, one crack opening and wear abrasion. Based on the device analysis the final assessment is total delamination of valve due to adhesive failure, and one opening crack assessed as cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.